Manufacturer narrative:
Device discarded by customer.

Event description:
It was reported that during a surgical procedure at the user facility and the tip of the device fractured. The tip of the device fracturing can result in fragments of the device falling into the sterile field, but that was not reported in this incident. The procedure was completed successfully using back-up equipment. No delay, no medical intervention and no adverse consequences were reported with this event.